Event description:
Information received indicates loss of head up.

Manufacturer narrative:
The technician replaced the cable assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.